Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result pain, infection, loosening of total joint hardware and the patient should monitor their activity and stresses to the operated ankle. The most likely cause of the reported event is patient¿s conditions. No information provided in the following section(s): a2, a3, a4, a5, b6, (d4) (catalog number, serial number, exp date), d6, g5, and h4. The following section(s) have additional info: g4, g7, h1, h2, h3, and h7.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, this(B)(6) female¿s left knee initial implant date is unknown. The patient presented with an infection and a revision was completed of the insert. The joint space was irrigated with antibiotic irrigation. Device will not return as all devices go to the hss retrieval lab. Patient was last known to be in stable condition following the event.